Event description:
A hospital in (B)(6) reported via our distributor that the alarm was activated right after an rt102 adult breathing circuit had been used, and the unit needed to be replaced. It was reported the measured [electrical] resistance was zero. The hospital reported there was no patient harm.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for the similar product is k983112. Method: the device was not returned to the manufacturer for inspection. An investigation was carried out based on the event description. Results: a lot check revealed no other similar complaints for this lot number. Conclusion: from the event description provided, the heater wire was and electrical open circuit. Electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).